Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found loss of capture exhibited by the right ventricular (rv) lead. No interventions were made. There were no patient consequences.